Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the device was very difficult to load, once loaded the needle fell out of the jaws. A new device was used to complete the procedure. There was no patient injury or involvement with the defective device. There was no patient injury or hazard.